Event description:
Same case as MFR: 6000089-2006-02145. It was reported 3 days following a coronary artery drug eluting stenting treatment procedure, the patient experienced a stent thrombosis and a myocardial infarction. The index procedure treated two target lesions. The first lesion was located in the mid right coronary artery (rca). The de novo lesion was 90% stenosed, 3mm in diameter, and 22mm in length. The lesion was pre-dilated with a 2.50x20mm voyager balloon. The physcian deployed a taxus liberte 3.00x28mm stent at 14atms. Lesion two was located in the proximal rca. The de novo lesion was 70% stenosed, 3mm in diameter, and 10mm in length. The physician pre-dilated with a 2.50x20 voyager balloon and deployed a taxus liberte 3.00x16mm stent at 8atms. The physician did not post dilate either stent; however, results were 0% residual stenosis and timi-3 flow for both lesions. The patient was discharged the following day on aspirin and clopidogrel. The patient returned two days later experiencing a q-wave myocardial infarction (mi). The mi was confirmed by ECG and cardiac enzymes. An angiography also confirmed a thrombosis in the mid rca. The physician resolved the event by performing balloon angioplasty. The results of the intervention were 0% residual stenosis and timi-3 flow. The patient was taking clopidogrel and aspirin at the time of the event. Per the investigator, these events were "definitely " related to the stent. This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
A unit has not been returned for review, therefore, a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. A review of of the manufacturing records for this particular batch, namely top assembly batch #8487754, found that the device met its material, assembly and product specifications, at the time of release to distrubution.